Event description:
It was reported to kendall in 2001 that a nursing instructor had picked up container and was stuck by a needle poking through the container. Container was intact "not overfilled, commpressed or forced". Administrator now on vacation and will call back for details of lot#, amount in container, where sticking out.